Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer stated that he was getting error code 120.4490 and wanted to know how to clear it. I explain to the customer that the 8015 in question have the battery ever been replaced. The customer stated yes that the battery have been replace. I explain to the customer that he would need to use alaris battery. I also explain to the customer that this error code is from a non alaris battery. I also informed the customer that if he continues to use the non alaris battery that he would start to have power supply board issues. The customer said ok and stated that he would replace the battery and ended the call. Failure device type: failure problem type: failure mode: case resolution: the customer stated yes that the battery have been replace. I explain to the customer that he would need to use alaris battery. I also explain to the customer that this error code is from a non alaris battery. I also informed the customer that if he continues to use the non alaris battery that he would start to have power supply board issues. The customer said ok and stated that he would replace the battery and ended the call. Ref: (B)(4).